Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported device stated measuring with cerebellar parenchyma on (B)(6) 2017 for patients with head trauma. Initially, the icp score indicated normal value, however, eventually it came to display 50 mmhg. At that point of time, the patient had a ventricular drainage and it was supposed to be around 10 mmhg. CT was taken referring with icp monitor. There was no anomaly on the image so that the surgeon suspected defect of icp sensor. The device in question was explanted from the patient¿s body. No further information was provided by the hospital.

Manufacturer narrative:
The component was returned and evaluated by the supplier. A review of quality records was conducted and it was found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found the epoxy ball was separated from the sensor case and there was corrosion inside the sensor case from fluid ingress. There was a substance that is not part of the manufacturing process on the sensor area. The device failed two-hour and four-hour drift tests. Due to the condition of the device, the supplier was unable to test the device for the specific failure that was reported. However it was confirmed that there was damage to the sensor, which was likely caused by fluid ingress. Based on the information available, the cause of that was unable to be determined. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.